Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's detachable battery cable was replaced to address the issue. The device's power management board is recommended to address error codes found in the ventilator's downloaded event log. Additional findings not related to the malfunction/issue include, the base and rear enclosure were replaced as the jagged edge could pose a safety issue.